Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via e-mail to have had blood glucose of 152 mg/dl and after drinking a diet coke, blood glucose elevated to 498 mg/dl, which was treated with manual injection. Custormer reported that sensor was off. Customer also reported of having low blood glucose of 69 mg/dl, which was treate with orage juice and four glucose tablets. Customer declined transfer to helpline.